Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is scheduled for full revision due to generator migration and broken lead both reportedly visualized from xray. There is no known trauma that could have caused the event. The physician has responded that the cause of the migration and broken electrode is unknown. The surgery referral was made to preclude serious injury. Patient's referring physician info was provided. The patient had lead revision surgery completed. The report of generator migration is housed in MFR report # 1644487-2024-01045. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
It was confirmed that only a lead revision occurred. Initial pre-op interrogation results were provided showing high impedance. The surgeon replaced the leads and new impedance was ok. No other relevant information has been received to date.